Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, while attempting to remove the lock line (ll), it became stuck and was unable to be removed. Troubleshooting was performed, but the ll was unable to be removed. Troubleshooting was performed by keeping tension on the lock line to unlock the clip and remove it. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported jammed lock line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.